Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review showed that no remarkable incidents occurred during the manufacturing process. No indication was found for a manufacturing related issue. No additional complaint has been reported for this lot number previously. Investigation summary: based on the investigation of the returned catheter sample a premature deployment could not be confirmed and the investigation will be closed with inconclusive result. The safety clip was found removed, the trigger mechanism was found to be used and the stent was found partially deployed. Besides the partially deployed stent, delivery system and grip were found in good condition. Based on evaluation of the returned sample, a definite root cause could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risk. The IFU states: 'prior to inserting the delivery catheter over the guidewire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter' and 'a removable red safety clip prevents accidental or premature stent release. Do not remove the safety clip until you are ready to deploy the stent'. Regarding the use of accessories the IFU states: 'the bard e-luminexx vascular stent is only compatible with a 0.035¿ (0.89 mm) guidewire.' Regarding potential damages of the device prior to use the IFU states: 'visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment'.

Event description:
It was reported that prior to a stent placement procedure for the iliac vein with access through the femoral artery, the stent system was being loaded onto the guidewire and the stent allegedly prematurely deployed. Another device was used to complete the procedure. There was no reported patient contact.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The product catalog number identified has not been cleared in the us, but is similar to the bard e-luminexx vascular stents products that are cleared in the us. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to a stent placement procedure for the iliac vein with access through the femoral artery, the stent system was being loaded onto the guidewire and the stent allegedly prematurely deployed. Another device was used to complete the procedure. There was no reported patient contact.